Event description:
Information sent to the client on november 29, 2023. Has there been any harm to the patient/healthcare professional? (Detail) a: no. Was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) a: no. Has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) a: no. Does the tip break when performing the puncture on the patient or when removing the needle from the catheter? A: when performing a puncture. In the description of the event, it is informed that 4 events will occur, could you inform the date of those 4 events? Or will they happen on the same day? A: yes. Also, would you know how to report the batch number for the other events that occurred? Or were all 4 events from lot 3058173? A: same lot (3058173).

Manufacturer narrative:
During the analysis of the complaint, the batch history, non-conformities and corrective maintenance were evaluated and no records were found that could lead to the claimed defect. In addition to the fact that no samples/photos were received for analysis of this complaint, it is not possible to confirm it. With additional information in the complaint ¿does the tip break when performing the puncture on the patient or when removing the needle from the catheter? A: when performing a puncture¿, a probable cause of the complaint may be related to: product usability: according to the description of the complaint and additional information, when performing a 360° rotation during puncture, the catheter may have been pushed forward, and when recannulating, transfixing the catheter during puncture. Product assembly: where there is a specific failure in the vision system, allowing the fixed catheter to pass to the client, however, if the catheter was fixed before the puncture, it would not be possible to use it. Description of proposed action: for the needle through catheter defect, corrective actions will be directed in a CAPA h3 other text : see narrative below.

Event description:
It was reported that bd insyte catheter breaks during placement. The following information was provided by the initial reporter, translated from spanish to english: at the moment of canaling, the patient with the catheter is evident that the tip breaks and produces trauma, it happened with 4 patients. However, this is the first report that they formally notified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.